Event description:
Pieces were left inside- vagina [foreign body in reproductive tract] it was falling apart- tampon [device breakage] pulled out the tampon but pieces were left inside..it was falling apart [complication of device removal] felt something wasn't normal inside me [feeling abnormal] case narrative: consumer reported via e-mail that there were pieces of the tampon left inside. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Pieces were left inside- vagina [foreign body in reproductive tract]. It was falling apart- tampon [device breakage] . Pulled out the tampon but pieces were left inside. It was falling apart [complication of device removal] . Case narrative: consumer reported via e-mail that there were pieces of the tampon left inside. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.